Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problems and the procedure was completed with a different device. No patient complications were reported.